Event description:
The customer reported that the system had a corrupt hard drive that needed to be re-formatted, and the saved images were mixed up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer and the hard drive were replaced. The hard drive was formatted, and the software was reloaded. The system was tested and found to be working as intended and put back into service.